Event description:
It was reported that during inspection of stock, debris was observed in the sterile package. No additional information is available.

Manufacturer narrative:
(B)(4). Report source: foreign: japan. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2023-00380, 0001825034-2023-00381, and 0001825034-2023-00384.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4;d9;g3;h2;h3;h4;h6 product was returned and evaluated. A visual evaluation of the returned product found white debris inside the sealed sterile packaging, which is consistent with the appearance of foam debris from the foam packaging inside the sterile barrier. This issue was confirmed through evaluation of the returned product. The reported event did not occur in an operating room or as part of a medical procedure; medical records are not available for review. The reported event was not related to a combination of products; therefore, a compatibility review was not applicable. A review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. The condition of the device conformed to specification when it left zimmer biomet. The root cause of the reported event can be attributed to transit damage and a packaging design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.